Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('device injured her tube and caused the intratubal device to stay halfway out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with contraceptive device". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), anxiety ("anxiety crisis"), depressed mood ("feeling very sad"), food craving ("food craving") and crying ("every time ishe looks at her daughter it makes her want to cry"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and underwent plastic surgery ("plastic surgery"). At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, anxiety, depressed mood, food craving, crying and plastic surgery outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for anxiety, crying, depressed mood, fallopian tube perforation, food craving, plastic surgery and pregnancy with contraceptive device with essure. The reporter commented: consumer stated she gave a birth 7 years after essure placed. She reports rejection of the child, she does not want to take care of her, she can't plan the future for her, this is causing guilt and a lot of pain because she knows that is not a child's blame. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('device injured her tube and caused the intratubal device to stay halfway out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with contraceptive device". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), anxiety ("anxiety crisis"), depressed mood ("feeling very sad"), food craving ("food craving") and crying ("every time she looks at her daughter it makes her want to cry"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and underwent plastic surgery ("plastic surgery"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, anxiety, depressed mood, food craving, crying and plastic surgery outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for anxiety, crying, depressed mood, fallopian tube perforation, food craving, plastic surgery and pregnancy with contraceptive device with essure. The reporter commented: consumer stated she gave a birth 7 years after essure placed. She reports rejection of the child, she does not want to take care of her, she can't plan the future for her, this is causing guilt and a lot of pain because she knows that is not a child's blame. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.